Event description:
It was reported that patient started having right ventricular issues on (B)(6) 2024. The patient was taken to operating room, and an impella rp flex was inserted. The surgeon suspected compression on the right ventricle or the outflow graft (ofg). On (B)(6) 2024, the patient put on veno arterial extracorporeal membrane oxygenation (va ECMO).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient also experienced post-surgical complication of lvad of sepsis and chronic renal dysfunction since initial days post-op after implant at previous hospitalization on (B)(6) 2024. Creatinine was increased to 2.7. The patient was placed on protek duo. Bumex drops were started, no longer making urine (during initial hospitalization). The patient was given 1.5 liter fluid bolus and upgraded to intensive care unit (ICU).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The reported pump malposition could not be confirmed as no images were provided for evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and pericardial fluid collection as adverse events that may be associated with the use of the hm 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Additionally, this section explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The reported pump malposition could not be confirmed as no images were provided for evaluation. It was reported that patient started having right ventricular issues on (B)(6) 2024. The patient was taken to operating room, and an impella rp flex was inserted. The surgeon suspected compression on the right ventricle or the outflow graft (ofg). On (B)(6) 2024, the patient was put on veno arterial extracorporeal membrane oxygenation (va ECMO). Additional information revealed that the right heart failure did not exist pre-left ventricular assist (lvad) implant. During mediastinal exploration it was found that the outflow graft was impinging the middle of the right ventricle (rv). Not compressing the outflow graft but the graft compressing the rv. The patient was experiencing low flows on post operation day 0. Post operation day 1, there was concern for rv failure, since the patient showed improvement with inotrope support and volume. Post operation day 3, the patient experienced worse right function despite escalation in inotropic support, rp flex placed. Post operation day 4, mediastinal exploration/revision of outflow graft was performed. Post operation day 5, protek duo was placed. Additionally, echocardiograms on (B)(6) 2024 and (B)(6) 2024 showed severely reduced right ventricle function, severely dilated right atrium, mild aortic regurgitation, and small pericardial effusions. Further information stated that the patient experienced post-surgical complications from lvad implant of sepsis and right ventricular failure. The patient had also been in chronic renal dysfunction since the initial days post-operation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6) , with no further issues reported at this time. No product is available for investigation. The hm 3 lvas instructions for use (IFU) lists right heart failure and pericardial fluid collection as adverse events that may be associated with the use of the hm 3 lvas. The IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU states that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. The IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. Steps to reorient the pump are also provided. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, pericardial fluid collection, sepsis, and renal dysfunction as adverse events that may be associated with the use of the hm 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Additionally, this section explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Although only sepsis was reported by the account, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that right heart failure did not exist pre-left ventricular assist (lvad) implant. The right heart failure was thought to be caused by outflow graft (ofg) compression on right ventricle. Echocardiograms on (B)(6) 2024 showed severely reduced right ventricle function, severely dilated right atrium, and mild aortic regurgitation. Computed tomography on (B)(6) 2024 before sternotomy showed new right transjugular ampulla with its tip at the mid main pulmonary artery. New lvad with its inflow cannula was at the mid left lateral wall directed to the intraventricular septum. There was no significant mediastinal fluid collection allowing for limitations from non-contrast and non-gated technique as well as streak artifact from hardware. There was patchy central ground glass throughout all lobes, dependent consolidation within the posterior upper lobes. There were findings favor aspiration/pneumonia with small component of superimposed pulmonary edema not excluded. The patient was experiencing low flows on post operation day 0. Post operation day 1, there was concern for right ventricle failure, since the patient should improvement with inotrope support and volume. Post operation day 3, the patient experienced worse right function despite escalation in inotropic support, rp flex placed. Post operation day 4, mediastinal exploration/revision of outflow graft was performed. Post operation day 5, protek duo was placed. Echocardiograms on (B)(6) 2024 (post sternotomy) and (B)(6) 2024 showed left ventricular ejection fraction is 10-15% by visual estimation.